Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the catheter became stuck in the stent, causing catheter damage, stent damage and migration and requiring surgical intervention. The 85% stenosed, 22mmx3.0mm target lesion was located in the moderately tortuous and severely calcified anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was implanted. However, during withdrawal of an opticross hd coronary imaging catheter, it was stuck with the stent and could not be withdrawn. Under radiography, it showed that the stent was compressed, and the intravascular ultrasound (ivus) catheter was cut. A guidezilla guide extension catheter was then used to remove the stuck and remaining part of ivus catheter, but the stent could not be removed from the femoral artery. Surgical incision was performed; however, the stent could not be retrieved as it had been washed away with the blood flow and was not located at the distal end. The stent remained in the patient and no further complications were reported.